Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the bag had torn inside the patient while trying to place the specimen into it. The specimen fell into the patient. A new device was used to resolve the issue.